Event description:
The pt was revised because of tibial subsidence.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.